Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented via (B)(4) transmission with low battery voltage nearing eri. When the patient presented to the hospital for device change out, the device interrogated with a battery voltage within normal range. Review of data showed normal values and the fluctuation appears to be a one time occurrence. The device remains implanted and will be monitored.